Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08380 and 2134265-2015-08381. It was reported that automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. It was noted that the imaging stopped during pullback and the pullback also stopped at the same time. It was further noted that the image also disappeared on the screen and was frozen. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.